Event description:
Customer reported that "masimo handheld (rad-57) failed to establish an immediate pox on a patient that was in need of oxygen during a procedure; there was a 20 plus second delay and an inaccurate pox reading; patient had to repeat the study."

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up will be submitted.